Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain and non-malignant pain. The rep reported that the patient experienced a burning sensation in both of their arms from elbows to fingertips when stimulation was on. The rep stated that the patient turned both of their implantable neurostimulator¿s (ins) off, and the burning subsided within 5-10 minutes. The patient was at an appointment with the physician at the time of the report. It was noted that the patient came into the appointment with the ins (B)(4) on, and they only felt intermittent tingling. The rep stated that the patient turned the other ins on (B)(4) and increased to 4.0v. The patient then reported intense pain, pounding, and a burning sensation at that ins site; like someone was punching them. The patient turned the ins off and went to turn on the other ins (B)(4). They increased it to 1.5v, and the patient indicated having the same pain at that ins site. The rep mentioned that the patient has other bodily issues going on (swelling) that are related to another condition. The rep stated that they didn¿t know if the patient had been receiving pain relief prior to or after this issue stared. They assumed that the onset was sudden, as the patient had been using stimulation prior to the issue occurring but wasn¿t sure. The patient was to continue to follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the burning, pain, and pounding sensation at the patient's ins sites, and burning sensation in their arms was not determined. The rep stated that no further actions were taken, as the patient could not tolerate the stimulation. They added that it is unknown if the issue has been resolved, but the stimulation has been turned off, and the burning has not returned since. Additional information received from the rep indicated that the patient had died the weekend prior to the day of the report. They did not know the cause of death. No further complications were reported or anticipated.